Event description:
Related manufacturer reference number: 2017865-2021-36372. It was reported that the patient presented in clinic due to an unspecified infection. It was noted that the right ventricular (rv) lead had vegetation. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.